Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 45.0 mg/ml at 9.831 mg via an implantable pump. It was reported that the patient stated they had not felt relief since (B)(6) 2024. They were unaware of any factors that might have contributed to the issue. A dye study done on (B)(6) 2025 showed coiled catheter. Patient was getting referred for revision. The surgery was planned but not yet scheduled. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2024. Product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 09-jul-2026, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 11-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.